Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue, leading the customer to visit a pharmacy for more insulin. Tandem technical support instructed the customer on cleaning procedures and confirmed the pump's serial number. Upon follow-up, troubleshooting was completed successfully, and the customer managed to load a new cartridge and resume insulin use. The customer was advised to monitor for recurring malfunctions and to contact technical support if needed.